Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lock prong responsible for securing the blade was found deformed, which can prevent proper assembly and alignment of the blade, leading to functional failure. The deformation compromises the prong's ability to secure the blade effectively, potentially resulting in misalignment and impaired performance. The observed issue is directly linked to the lock prong's deformation, necessitating repair or replacement to restore functionality and prevent assembly problems. A dimensional inspection was not performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the 10/130 deg ti cann tfna 200 - sterile would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot product code: 04.037.043s lot number: 9203p38 release to warehouse date: 22.jan.2024 expiration date :01.jan.2034 supplier: (B)(4) manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. E1: (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the blade didn`t go through the nail. A new one was used and surgery was completed successfully. It was unknown of surgery was delayed. There was no patient consequences. No other information was provided. This report involves one 10/130 deg ti cann tfna 200 - sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: d4 (lot), d9, h4 corrected: d4 primary UDI number. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.